Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, and a dim and discolored display. This report is made based on results of investigation completed on 05/01/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/01/2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to these issues, the bolus button cover was observed to be completely detached and missing from the pump. (B)(6).